Manufacturer narrative:
Natus completed their investigation. Investigation results received on 16july2018 as follows: investigation summary: as reported by the ous affiliate, a lumbar catheter broke off in the patient while being implanted. It is suspected that the device was not irrigated adequately an rx exam was performed to detect the fragment in the patient and it was decided by the neurosurgeon not to perform a revision surgery. There were no reports of delay or patient harm. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. A review of complaint records for the previous 12 months could not be performed as no lot number information was provided. The most recent complaint and smt presentation was reviewed and did not show that this product family exceeded its upper control limit for complaints. Investigation methods/evaluation results: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Root cause category: undetermined : insufficient information. Failure code: codman : product analysis : device not returned (device was discarded). Root cause description: complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. No further corrective & preventative actions proposed. Document rationale for no corrective action: no corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. This complaint is now deemed closed.

Event description:
As reported by the ous affiliate, a lumbar catheter broke off in the patient while being implanted. It is suspected that the device was not irrigated adequately an rx exam was performed to detect the fragment in the patient and it was decided by the neurosurgeon not to perform a revision surgery. There were no reports of delay or patient harm. Patient information: no information. Patient is not part of a clinical study. This is not a revision of one or more implants.